Manufacturer narrative:
(B)(4). Additional information: this complaint for a system error 2240 (air in set) could not be confirmed due to lack of a sample. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240; this system error occurred during fill 2 of 4. The technical service representative (tsr) assisted the home patient (hp) as the bag fell and disconnected. The hp had already cleared all the alarms. The hp would restart therapy with new supplies. Baxter was contacted by the caregiver on (B)(6) 2011. The caregiver stated the following: nothing was noticed with the supplies that would have caused the bag to fall and disconnect. The sample was discarded and the lot number for the cassette was (B)(4) and all of the supplies were used for therapy so a companion sample was not available. New supplies were used to complete therapy and the nurse was not contacted regarding the event so baxter advised the caregiver to contact the nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.